Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided a cause for the reported positioning failure associated with the clip interacting with the anatomy resulting in single gripper actuation issue cannot be determined. Image resolution poor is related to patient and procedural conditions as difficulty visualizing the clip occurred due to shadowing from the guide and short ts height). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), wide central jet and severe-torrential mr for a mitraclip procedure. During the procedure, first mitraclip was implanted on the medial side of anterior and posterior leaflet (a2p2). Second mitraclip was advanced into the left ventricle on the lateral side of the first clip. After successful grasp, it was determined the clip needed to be moved more medial. Grippers were raised and clip was released. During the second grasp, anterior gripper would not lower or raise. Troubleshooting was performed but was unsuccessful. It was decided to remove the clip from the patient but while removing it was observed that the anterior leaflet was caught on the anterior gripper. Implanter rotated the sgc and advanced into the ventricle and was able to remove the stuck leaflet. Cds was removed successfully. Another mitraclip xt was implanted on the lateral side of the first clip. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.